Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction code reappeared. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.